Event description:
An alarm issue was reported with the adc application in use with a samsung a23 phone. A customer reported that the sensor's high glucose alarm did not sound and the customer was not alerted of changes in glucose level. No symptoms were reported however, the customer had contact with a healthcare professional who administered serum for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.